Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary full height matrix drawer 5 was failed to open and the metal hook in the back was broken. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 05-OCT-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the full height matrix drawer 5 was failed to open and the metal hook in the back was broken. A field service engineer found that auxiliary matrix drawer 5 had a broken u-link in the solenoid plunger assembly, replaced the failed component and verified proper drawer operation through testing in the Hardware Test Application (HTA). All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.